Event description:
Male with sudden onset of chest discomfort was unrelieved with normal nonsteroidal anti-inflammatory drugs. He was found to be in the midst of an acute st segment elevation myocardial infarction. Patient being cared for in cardiovascular intensive care unit (cvicu). Placed on maquet intra-aortic balloon pump (iabp). Nurse noted iabp would not autofill and stopped inflating. Maintenance code # 2 was on display. A backup iabp was brought in and iabp was changed over. No untoward patient effects.